Event description:
It was reported that during a direct stenting procedure, resistance was encountered and the stent delivery system (sds) was removed from the pt's anatomy. The lesion was predilated, and as the sds was picked up to finish the procedure, the stent was noted to be missing. Angiography of the obtuse marginal revealed that the stent remained in the pt. Another stent was used to compress the dislodged stent against the vessel wall. Reportedly, there was no pt injury.